Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity."

Event description:
Patient underwent a left revision procedure approximately two days post-implantation due to dislocation of the bearing from the liner. The bearing, liner, and stem were removed and replaced.

Manufacturer narrative:
(B)(6). This follow-up report is being submitted to relay additional information. Concomitant medical products - g7 osseoti cup catalog#: 110010267 lot#: r3618029a, ceramic femoral head catalog#: 650-1055 lot#: 005450, ceramic taper sleeve catalog#: 650-1068 lot#: 649220, active articulation bearing catalog#: ep-200152 lot#: 127670, g7 dual mobility liner catalog#: 110024465 lot#: 719520. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to the incorrect orientation of the femoral stem. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.

Event description:
Patient underwent a left revision procedure two days post-implantation due to dislocation of the bearing from the liner. The bearing, head, and stem were removed and replaced.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: stem. Reported event was confirmed by review of the returned product. One taperloc lat pc 13.5mm t1 item# 11-103207 lot# 011100 was returned and evaluated. Upon visual inspection the returned stem has damage to the porous portion of the body. The taper also has scuffing and scratches. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
Patient underwent a left hip revision two days post-implantation due to unknown reasons. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was able to be confirmed via operative notes received. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.